Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.(B)(4).

Event description:
Patient has been implanted with two drg leads of the same lot number. It was reported that following a permanent drg system implant procedure, the patient was experiencing pain and numbness regardless of stimulation being on or off. Surgery is anticipated but has not occurred.

Event description:
Additional information received indicated the patient was still experiencing severe pain however numbness was reported to be improving.